Manufacturer narrative:
The a1cx3 reagent lot number was 805151 with an expiration date of 31-dec-2025.

Event description:
The initial reporter complained of high results for 2-3 patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 513 analyzer. An example of a discrepant high result was provided for 1 patient sample. The initial result was 7.4%. The repeat result was 5.2%. The initial result was questioned by the doctor. The repeat result was believed to be correct.

Manufacturer narrative:
Calibration was last performed on 24-jul-2025 with no issues. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found several instrument parts due for replacement. The fse replaced the various parts and made the necessary adjustments and alignments. An instrument check passed. The investigation determined that the service actions resolved the issue.